Manufacturer narrative:
Medical device brand name is shortened from bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. (B)(6) bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was foreign matter suspected to be glass in the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes.